Event description:
During procedure a section of the wire separted and migrated into the patient. It was unable to be retrieved. The patient will be observed.

Manufacturer narrative:
Evaluation: this event is still under investigation.